Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose (bg) level (value not provided), resulting in a car accident, and customer requiring stitches on head. The customer believed the pump delivered more insulin than intended; however, this could not be confirmed as the customer did not have access to the pump for troubleshooting with tandem technical support. Bg was treated with glucagon gel and tablets. Reportedly, customer left the ER a few hours later with the issue resolved and no permanent damage.